Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 460mg/dl. Customer was treated with a manual injection. Troubleshooting occurred. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.